Event description:
(B)(6) year old female admitted for a hysteroscopy with hydrothermal endometrial ablation (hta). Prior to the beginning of the procedure, the vendor representative was there to show the or staff how to set up the machine. Once set-up, the device was given to the operating surgeon. Prior to the surgery, to get better visualization of the fundus of the uterus, the hta (manufacturer) sheath was taken off and the operative hysteroscope that was smaller in diameter was placed. As part of the pre-procedure test, the seal is assessed by instilling 250 mls of room temperature saline into the uterus through the hysteroscope to check for leaks. While checking the "seal", a small amount of saline was noticed and a raytec sponge was placed on the patient's perineum. The hysteroscope with the sheath for the hta was placed back onto the hysteroscope and placed back into the uterine cavity. The hta device was activated the "test" began and no leaking around the hysteroscope occurred. The hta (ablation) device was heated to 80 degrees celsius and activated. 3300cc of saline was used during the hysteroscopy. Approximately 8 to 8 1/2 minutes into the ablation procedure it was noted that the patient was having a sympathetic response to stimulation. At that point it was noted that 2 ml of fluid had escaped the system and the raytec sponge in the vagina was" soaked". Visualization of the cervix, vagina, and perineum showed blanched erythematous tissue consistent with a burn in the same shape as the raytec sponge. Areas of desquamation along the vaginal walls, introitus, perineum and vagina were noted and debridement of those areas was performed.